Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump. The drive support cap is sticking out. The blood glucose reading is 82 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly protruded drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube window corners and battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.